Manufacturer narrative:
The patient was born on an unreported date in 1964. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as a change in care giver. The patient was hospitalized for the event on the same day as onset. On an unreported date the patient began treatment with unspecified antibiotics. Twenty days after hospital admission, the patient recovered from the event and antibiotic treatment was discontinued. It was not reported if the patient was retrained on proper technique. No additional information is available.